Event description:
Complainant alleged that the medics were attempting to resuscitate a 70 yr old female pt in ventricular fibrillation. The medics defibrillated the pt a total of six times with the defibrillator and electrodes. The pt was shocked twice at 200 joules, once at 360 joules, and three times at 360 joules. At the completion of the defibrillations the medics observed third degree burns on the pt's chest. There was no indication from the complainant that the pt outcome was as a result of the alleged malfunction.

Manufacturer narrative:
The model 1600 defibrillator was returned to the zoll u.k. Technical service dept for eval. After extensive testing the reported fault was unable to be duplicated. The device passed all functional and safety checks. The device is a zoll owned device that was being evaluated by a potential zoll customer when the malfunction occurred. The stat padz multi-function electrodes (part number 8900-4000, lot number (unk), that were also bein used during the malfunction, were returned to the MFR for eval. The eval of the electrodes determined that there had been a concentration of electrical energy and that an arc had occurred. This may have been as a result of the pads not having been completely coupled with the pt's skin, thus causing a burn to the pt. The multi-function electrode package warns the user that poor adherence and/or air under the electrodes can lead to the possibility or arcing and skin burns.